Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization. The customer's blood glucose reading was 475 mg/dl. The customer stated that she had symptoms such as nausea, diarrhea, abdominal pain and back pain. The customer was treated with a bolus and 1 insulin shot. The customer stated that her blood glucose went up to 600 mg/dl and it would not go down.